Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available. The affected product is not available for manufacturer's laboratory investigation as it was disposed off by the hospital. Therefore a laboratory investigation was not possible. The most probable cause remains unclear. Thus the reported failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The reported failure was determined to be the first of its kind for the specific product and the data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time

Event description:
According to the customer: leaking dia connector on quadrox-I outflow. (B)(4).